Event description:
It has been reported to philips that fluoroscopy failed - unable to expose. The issue was found during testing before starting the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy is failed. After reviewed the log file and did some functional test fse found the frontal generator kv ma control and lateral floppy-disk controller (fdc) is defective, which caused the fluoroscopy to fail. Fse replaced the fdc and kv ma control. After replacement of fdc and kv ma control, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem codes were corrected.